Event description:
A report was received that the patient wanted the ipg be relocated to make it more comfortable. The patient underwent a revision procedure wherein the physician elected to replace the ipg. No device malfunction was suspected. The patient was doing well postoperatively.

Manufacturer narrative:
The explanted device was not returned to bsn as it was discarded by the medical facility.